Event description:
It was reported that a spectrum iq infusion pump had constant upstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "constant upstream occlusion" was not reproduced. Evaluation sent the device for upstream occlusion testing and passed. A review of the event history log revealed multiple "upstream occlusions" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the ultrasonic sensor calibration lower values found out of specification. The ultrasonic sensor required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.